Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician found that the trendelenburg knob was cracked. He replaced the trendelenburg knob to repair the bed.